Event description:
It was reported that the customer was hospitalized die to high blood glucose. Customer's sister stated that the insulin pump stopped working last night at 8:09 pm; that was the last insulin dose she got. Blood glucose value at the time of the admission was 1000 mg/dl; treated with manual insulin injection. Customer had an infection in the sensor insertion site but the doctor said that would have nothing to do with the high blood glucose. Customer stated that it has come down to over 600 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the some air bubbles in the tubing. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer removed the infusion set and cannula is not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.